Manufacturer narrative:
Initial.

Event description:
It was reported that two dexcom g7 continuous glucose monitor (cgm) sensors failed to connect to the ilet pump, with the user observing the connection process persist without completing and subsequent investigation showing signal loss and brief sensor issues. No adverse clinical symptoms reported. Outcomes included no impact on health status requiring medical intervention or hospitalization. User support included a review of device logs and user-reported history, along with troubleshooting and education provided to the user and referral to the cgm manufacturer for replacement. Investigation of this case revealed intermittent cgm communication issues consistent with cgm signal loss and brief sensor performance issues, with the responsible device not identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information and inability to reproduce the issue.